Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer called to report a leak in the reservoir past the second o-ring. Customer reported that there was moisture in the bottom of the insulin pump and insulin smelled inside the reservoir compartment. Customer's blood glucose reading was 133 mg/dl. Product is being returned and replaced.